Manufacturer narrative:
D2b. Medical device type: there were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k213670, k231373. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported before using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes there was unknown foreign matter on top of the stopper of one device. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd had not received any samples or photos for investigation. Therefore, a total of 100 retained samples were visually inspected, with no issues being identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: foreign matter - unknown. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported before using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes there was unknown foreign matter on top of the stopper of one device. No adverse impact was reported regarding the patient or user.